Event description:
A physician successfully deployed an xact stent into the left internal carotid and common carotid arteries. Post procedure, the patient experienced a cerebral vascular accident with residual right upper extremity weakness. Patient was discharged to home five days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.